Event description:
It was reported that the patients ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product will not be returned due to facility policy.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.